Event description:
Independent repair center: customer alleged alarming/red light and the key failure was not identified. Provider states unit is not alarming, could not duplicate customers complaints, repaired multiple leaks within unit. No new parts needed.